Event description:
It was reported that the stent inadvertently deployed. An 8 x 40 x 75 innova vascular self expanding stent was selected for an arterial stent placement procedure for external iliac stenosis. When the package was opened during preparation, it was noticed that the stent was partially deployed in the packaging. Another device was opened and the procedure was completed successfully. No patient complications were reported.